Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in patient's mouth it was verified its non-osseointegration. The patient presented bone type ii and bone graft was executed. Immediate load was not performed.